Manufacturer narrative:
Additional information provided. A company representative visited the customer¿s site and found the system to be functioning to specifications. There were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. There was no indication by the company representative that the patient interface (pi) used during the event contributed to the event. In addition, there were no images of the treatment, patient ocular history, or treatment settings provided for review. The root cause of the event cannot be determined with the information obtained. Based on the information obtained, the system was found to meet specifications. However, the root cause of the reported event can be attributed to surgical technique. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an incomplete capsulotomy in the left eye post laser assisted cataract surgery. The surgeon completed the capsulotomy manually but the capsulorhexis extended causing a capsule tear. Gel was placed in the posterior capsule and the procedure was completed with no further harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).